Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not proceed to the fill cannula step. In addition, he received a message from his pump requesting a minimum of 50 units of insulin. He tried adding more insulin but continued to received the message. The customer loaded a new cartridge and was able to resume insulin. Cold insulin was reportedly used. There was no impact to the customer's blood glucose level.